Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "at 0548, rn administered sodium phosphate IV piggy back to patient which was set to be a 4 hour infusion. At 0620, rn entered room to assess patient. At this time, sodium phosphate bag was empty and pump was programmed to be running at 62.5 ml/hr. Rn paused pump, clamped tubing, and assessed the IV lines to confirm proper set up. The lines were properly hung and IV pump was appropriately programmed. The patient received the 250 ml bag over 32 minutes. Manufacturer response for alaris IV infusion pump, (brand not provided) (per site reporter). This has been an ongoing issue with these pumps and the manufacturer is fully aware. Not sure what they are doing about it." Medwatch also states that the event occurred in the critical care department. Customer advocacy received a copy of the customer's maude report which states, "at 0548, rn administered sodium phosphate IV piggy back to patient which was set to be a 4 hour infusion at 0620, rn entered room to assess patient at this time, sodium phosphate bag was empty and pump was programmed to be running at 62 5 ml/hr rn paused pump, clamped tubing, and assessed the IV lines to confirm proper set up the lines were properly hung and IV pump was appropriately programmed the patient received the 250 ml bag over 32 minutes." The customer later stated that there were no adverse effects caused to the patient from the event.